Event description:
Information was received that the bupivacaine in smiths medical spinal single shot tray was ineffective. It was reported to not be anesthetizing the patient and as a result, have had to put the patient to sleep. No patient injury resulted.

Manufacturer narrative:
One sealed portex spinal single shot tray was returned for evaluation. Visual evaluation of the bupivacaine-marcaine ampule from the returned tray found no visible non-conformities. The drug liquid was found to be clear (colorless) with no particulates visible inside the vials. Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of bupivacaine was within specification. Review of the sterilization certificate for the tray revealed that the product was processed according to validated specification requirements and parameters. The customer complaint could not be confirmed.